Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an ablation of a nodal re-entrant tachycardia, a complete atrio-ventricular heart block occurred. A ventricular escape rhythm was observed but it was decided to start temporary cardiac electrical pacing to see if the av conduction would recover. After several hours the av conduction did not recover and a pacemaker was implanted the following day. The patient has remained in stable condition.